Event description:
It was reported that the catheter was bent during the tray packaging. According to the packaging considerations, the catheter was bent and had a crease (bent mark) on it. The bent made it difficult for the urine to flow and so the urine leaked between the catheter and urethral opening. Per follow up information received via ibc on 20jul2023, stated that when the product reached the customer, the catheter was already bent in its packaging. It was unclear at what stage of the packaging process the catheter was bent. Clarified that the catheter was used even after the bent was noticed and the customer believes that the catheter was leaking due to bent. As the original sample was discarded at the facility, it could not be confirmed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for the failure could be "incorrect catheter positioning / restraint". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Method of use (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 2. Precautions for use (11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter was bent during the tray packaging. According to the packaging considerations, the catheter was bent and had a crease (bent mark) on it. The bent made it difficult for the urine to flow and so the urine leaked between the catheter and urethral opening. Per follow up information received via ibc on 20jul2023, stated that when the product reached the customer, the catheter was already bent in its packaging. It was unclear at what stage of the packaging process the catheter was bent. The japanese description states ", at the time of packaging," meaning "in the packaged state¿. Clarified that the catheter was used even after the bent was noticed and the customer believes that the catheter was leaking due to bent. As the original sample was discarded at the facility, it could not be confirmed.